Event description:
7 days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred in 2005 the patient presented to the cath lab. The lesion being treated was in mid left anterior descending artery (lad). The physician successfully direct stented that lesion with a taxus express2 3.5 x 12 mm drug eluting stent at 16 atms for 33 seconds. No post-dilation was performed and the patient was in stable condition. It is noted the patient had nubian, plavix, versed, angiomax and heparin. 7 days after a drug elutng stenting treatment procedure the patient returned to the ccl with chest pains. An angiogram was performed and revealed a thrombosis in the taxus express2 3.5 x 12 mm drug eluting stent. The physician then decided to implant another taxus express2 3.5 x 12 mm drug eluting stent tosuccessful treat the thrombosis. No futher complications were reported.